Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that there was a shredded skin graft during surgery. Additional grafts were required to be taken from the patient. The patient was under anesthesia for 20 minutes during the surgical delay. No additional patient consequences were reported.

Event description:
No additional information.

Manufacturer narrative:
The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 3:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the comb and roller were damaged. The calibration was out of specifications and the device produced an incomplete sample mesh. The 3:1 ratio cutter, serial number (B)(6) produced an incomplete sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb and roller. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as a damaged comb, roller, or cutter or the unit being out of calibration. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Concomitant medical products: item#: 00-7703-030-00, item name: cutter 3:1 expansion ratio, serial #: (B)(4). The product has been returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that there was a shredded skin graft during surgery on (B)(6) 2019. Additional grafts were required to be taken from the patient. There was an unknown surgical delay. No additional patient consequences were reported.